Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer independently performed a pump reset, and the malfunction code did not recur. Technical support advised the caller to contact them for troubleshooting if issues reappear and confirmed that the pump could continue to be used. The caller acknowledged and understood these instructions.